Event description:
Reporter indicated that part of pt's lead had extruded through the skin in the neck area. The pt underwent revision surgery, during which the lead was repositioned deeper. It was reported that approx one month earlier, the pt developed a small sore on his neck at the upper portion of the neck incision site. The pt was reportedly seen by a physician at the time and the sore went away; however, while recently shaving, the pt cut himself in the same area where the sore had been. The area opened up and the lead wire reportedly came out. Antibiotics were prescribed. The pt is reportedly a very thin man. It was reported that the pt did not develop an infection as a result of the device extrusion and he was doing well following the revision surgery. Report is incomplete because device tracking info was not forwarded to MFR at time of initial implant and attempts to obtain it have been unsuccessful to date.